Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted q701 component on the ca board. The root cause for the shorted q701 component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functionality testing.